Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and they stated that a couple of days ago they woke up and the system controller did not show any pump parameters. The patient was unsure if there was a pump stop. It was unable to be seen that far back in history due to persistent low flow alarms that were caused due to hypertension and dehydration. Other than the low flows, there were no alarms noted in the event periodic histories. The event noted by the patient could have been overwritten by newer data.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm a pump stop. A specific cause for the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of IFU, entitled, ¿system operations,¿ cautions the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. This section states that if the driveline disconnects from the system controller, the pump stops, and that in an event the driveline disconnects from the system controller, the user should promptly reconnect it to resume pump operation. Section 6 of IFU, entitled, ¿patient care and management,¿ states ¿if the pump loses external power, it may stop. If the pump stops, connect to external power immediately. The heartmate 3 pump will not re-start unless external power is applied to the system controller.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warns of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient could not recall if the green pump running symbol was on while the controller was not showing any parameters. The controller and left ventricular assist device (lvad) were functioning as normal when seen in clinic. Interrogation was completed with no concerning parameters. Log files were sent to investigate any disruption in pump function. The controller was not exchanged during the event.